Event description:
While the pt was sleeping the head section moved to the full up position unintentionally.

Manufacturer narrative:
The facility maintenance was unable to duplicate the unintentional movement of the head section.